Event description:
During the freeze testing, probe # 5 was noted as having ice/frosting all the way up the handle. Pre-test was stopped and probe replaced. No pt involvement.

Manufacturer narrative:
Device not yet returned.